Event description:
During follow-up in 2001, an extended charge time was observed. The cap reform was programmed to 1-month interval. The pt was scheduled for eval in 5 weeks. On event date the device was explanted due to nearing end-of-life and extended charge time.